Event description:
It was reported that the lead exhibited noise which increased with movement of the patient's arm. An attempt to extract the lead was unsuccessful due to the -tines hitched on atrial's trabeculae-. The physician sent the patient to a specialized hospital to extract the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.